Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 27mm navitor valve was chosen for implantation utilizing a flexnav delivery system. The patient presented with a fused raphe between the non coronary cusp (ncc) and right coronary cusp (rcc). Pre-dilatation balloon valvuloplasty (bav) was performed with a 23mm balloon. After deployment of the valve, aortogram noted moderate perivalvular leak (pvl) grade 3. Post dilatation bav was performed twice with a 24mm balloon which decreased pvl slightly. One more bav was performed with a 25mm balloon, reducing pvl to mild/moderate. It was decided to end the procedure. The patient was reported to be hemodynamically stable.

Event description:
It was reported that on (B)(6) 2024, a 27mm navitor valve was chosen for implantation utilizing a flexnav delivery system. The patient presented with a fused raphe between the non coronary cusp (ncc) and right coronary cusp (rcc). All leaflets were calcified, no annular calcium noted. Pre-dilatation balloon valvuloplasty (bav) was performed with a 23mm balloon. After deployment of the valve at a depth of 4mm, aortogram noted moderate perivalvular leak (pvl) grade 3. Valve was underexpanded due to the fused raphe. Post dilatation bav was performed twice with a 24mm balloon which decreased pvl slightly. One more bav was performed with a 25mm balloon, reducing pvl to mild/moderate. It was decided to end the procedure. The patient was reported to be hemodynamically stable and remained hemodynamically stable throughout the procedure.

Manufacturer narrative:
H6. Removed 2017 - improper or incorrect procedure or method. An event of perivalvular leak, patient device interaction problem, valve underexpansion, aortic valve insufficiency/regurgitation, and off-label use was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indications that the patient presented with a fused raphe between the non coronary cusp (ncc) and right coronary cusp (rcc). All leaflets were calcified and no annular calcium noted. Pre-dilatation balloon valvuloplasty (bav) was performed with a 23mm balloon. After deployment of the valve at a depth of 4mm (deeper than the recommended 3mm), aortogram noted moderate perivalvular leak (pvl) grade 3. Valve was underexpanded due to the fused raphe. Post dilatation bav was performed twice with a 24mm balloon which decreased pvl slightly. One more bav was performed with a 25mm balloon, reducing pvl to mild/moderate. Based on the information received, the cause of the reported valve underexpansion appears to related to patient conditions. The reported perivalvular leak and aortic valve regurgitation to be related to procedural conditions (performed pre-bav and post-bav) and patient conditions (fused raphe). The reported off-label use appears to be related to user chosen a navitor valve for a procedure in a patient with bicuspid aortic valve (bav) (fused raphe between the non coronary cusp (ncc) and right coronary cusp (rcc)). There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Please note that per the instruction for use, navitor¿ transcatheter aortic valve implantation system, stated "the navitor¿ valve is designed to be implanted in the native calcific aortic heart valve without open heart surgery and without concomitant surgical removal of the failed native valve. "